Event description:
It was reported that the shunt malfunctioned.

Manufacturer narrative:
The valve was patent but did not pass leak testing due to multiple tears on the reservoir and proximal occluder. This precluded reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.